Manufacturer narrative:
A 2000e (B)(4) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19075410. The customer reported that a complete occlusion was observed when attempting to prime through the smartsite; however no additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075410 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was no available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e (B)(4) product in the past 12 months.

Event description:
It was reported when using the ll vlv adpt(stand alone), the device experienced a blocked product. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, during the infusion treatment for the patient, when the nurse was about to replace the needleless connector, when the connector was first flushed with saline, it was found that the connector was blocked and could not be rinsed. The new connector was immediately replaced and the adverse event was reported.

Manufacturer narrative:
A 2000e (B)(6) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19075410. The customer reported that a complete occlusion was observed when attempting to prime through the smartsite; hpwever no additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075410 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was no available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported when using the ll vlv adpt(stand alone), the device experienced a blocked product. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, during the infusion treatment for the patient, when the nurse was about to replace the needleless connector, when the connector was first flushed with saline, it was found that the connector was blocked and could not be rinsed. The new connector was immediately replaced and the adverse event was reported.